Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Results of investigation: the suspect device was returned to carefusion's failure analysis laboratory for investigation for a "gurgling noise". Upon evaluation of the device, it was determined the "air amplifier" was defective, resulting in a leak and the inability to set flow per specifications. The reported issue will be internally investigated within carefusion.

Event description:
While evaluating a 3100 high frequency oscillating ventilator (hfov), to investigate a customer allegation of "gurgling" noise, it was determined the "air amplifier" was defective, resulting in a leak and the inability to set flow per specifications. There was no report of patient harm made by the customer associated with the problem found upon investigation. The customer reported to carefusion that no impact on performance was observed when the noise occurred and there were no reports of patient harm associated with the issue reported to carefusion.